Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was unable to inflate the device after deflating the device incorrectly resulting in a break in the cylinders. The patient reported feeling a leak in the system. The aus was explanted, and there were no patient complications reported.

Manufacturer narrative:
Correction to b5 describe event update to h6 evaluation conclusion code. Based on the available information, the reported allegations were most likely related to the unintentional interaction with the device.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) was unable to inflate the device after deflating the device incorrectly resulting in a break in the cylinders. The patient reported feeling a leak in the system. The app was explanted, and there was no patient complications reported.